Event description:
Philips received a complaint by the customer on the v60 indicating that the error, data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed (diagnostic code 100a), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, da pcba adc reference failed (diagnostic code 100a), had occurred. The remote service engineer (rse) performed a troubleshoot with the customer. The rse stated the adc reading from the measured 3.3v (volt) supply was less than 2413 ¿ 290 counts or greater than 2869 + 165 counts for 6 consecutive samples which were scheduled to be 10 ms apart. The customer stated the power supply voltages were in specification and the customer was unable to reproduce the error. The rse provided the customer with the part number of the da to motor controller (mc) pcba cable. The investigation is ongoing.

Manufacturer narrative:
It was reported that the error, "da pcba adc reference failed (diagnostic code 100a)", had occurred. The remote service engineer (rse) performed a troubleshoot with the customer. The rse stated the adc reading from the measured 3.3v (volt) supply was less than 2413 ¿ 290 counts or greater than 2869 + 165 counts for 6 consecutive samples which were scheduled to be 10 ms apart. The customer stated the power supply voltages were in specification and the customer was unable to reproduce the error. The rse provided the customer with the part number of the da to motor controller (mc) pcba cable. The customer replaced the da to mc pcab cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.